Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest recorded blood glucose (bg) of 380 mg/dl. Insulin was observed leaking past the plunger at the back of the cartridge. The event was self-treated successfully with a full supply change, after which bg returned to range. The device did not provide a bg alert. No medical intervention was required.